Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the drill bit device could not be inserted for functional assessment; however, upon taking apart, there was no piece of the drill bit was found inside drive shaft of the device and the repair tech was able to insert drill afterward. It was determined that a fibrous piece of debris was found inside the driven pawls shaft located near the pawls area. This type of debris and the location it was found will prevent the cutter from being inserted. In addition there was a hole near the muffler below the hose ring and the hose muffler housing zone 1 measuring approximately 1/16th of an inch. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a mastoidectomy surgical procedure it was observed that a drill bit device broke and became stuck in the motor device. It was reported that there was a very small delay in the procedure due to the event and there were unspecified spare devices available to successfully complete the procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. It was reported that the missing piece of drill bit was in the reporter's possession. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.